Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
A customer reported experiencing an issue with an IV pole prior to procedure. The patient was prepped and local anesthesia/sedation had been administered. The surgery was concluded following a 40 minute delay. No patient injury or harm reported. Additional follow up information has been requested.